Event description:
It was reported the patient received inappropriate therapy due to high ventricular rate caused by af. In clinic, the physician noted the device was programmed inappropriately. The device was reprogrammed and the patient's medication was changed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.